Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the site indicated that the migration could have been due to the patient's fall on (B)(6) 2015. The patient had an accidental fall. No actions were taken as intervention. The etiology of the fall was reported as not related to the device or therapy and not related to the implant procedure. The patient experienced a bruised knee and heaviness in leg. The outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there were minor lead migration. The outcome was resolved without sequelae. No actions were taken as interventions. X-rays showed minor lead migration. The etiology was noted as related to the lead. The etiology was noted as not applicable to the device or therapy and not related to the procedure. No symptoms were reported.